Event description:
Same case as MFR#2134265-2008-02577. It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The lesion being treated was located in the 99% stenotic 1st diagonal (d1). The lesion was calcified was calcified and the vessel was severely tortuous. After aspirating the lesion with a rota device, the physician implanted a 3.00x20mm taxus express2 drug eluting stent at the left anterior descending where it crossed the d1. After the stent was implanted, the d1 became 99% occluded. The physician crossed the occlusion with a wire and inserted a 2.00x15mm apex balloon. The physician attempted to inflate the balloon, but the balloon had ruptured. The physician completed the procedure with a different device. The patient condition is listed as good. Further information was requested but was not available. This product is only ous approved but is similar to a marketed us device.